Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The doctor has not seen that the irrigation was not locked in the thermocool® smart touch® sf bi-directional navigation catheter. Irrigation disconnected from the thermocool® smart touch® sf bi-directional navigation catheter. The blood had therefore coagulated at the end of the catheter and the irrigation, once restored, no longer passed. They were unable to continue to use it. There was no patient consequence. The bwi product analysis lab received the device for evaluation on 27-jul-2023. The device evaluation was completed on 02-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and cool flow and pressure gage test of the returned device was performed following bwi procedures. Visual inspection revealed thrombus / clot at the dome of the device. A cool flow pump and pressure gage test was performed and it was confirmed a total occlusion. For this reason, a guidewire was used to locate the occlusion area, and it was found reddish material in the shaft area occluding the irrigation tube. Additionally, a microscopic inspection of the irrigation holes in the dome was performed, and also reddish material was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Both issues reported by the customer were confirmed since reddish material was found on the inside of the irrigation tube and irrigation holes in the dome. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) and dome (g04046) were selected as related to the customer¿s reported ¿occlusion / irrigation issue¿ and ¿material on the tip electrode¿ issues. Investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) and dome (g04046) were selected as related to the customer¿s reported ¿occlusion / irrigation issue¿ and ¿material on the tip electrode¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. The doctor has not seen that the irrigation was not locked in the thermocool® smart touch® sf bi-directional navigation catheter. Irrigation disconnected from the thermocool® smart touch® sf bi-directional navigation catheter. The blood had therefore coagulated at the end of the catheter and the irrigation, once restored, no longer passed. They were unable to continue to use it. There was no patient consequence. Additional information was received. Irrigation problem on a persistent atrial fibrillation (afib) procedure. Immediate action was to change the device. No impact to the patient. Correct catheter settings were selected on the generator. Before starting the ablation, it arrived. The material was on the tip electrode. There was an alarm from the generator and the physician saw the irrigation cable off the catheter. Did not note the temperature, impedance and power. The patient was anticoagulated. It was maintained throughout the procedure. Does not have a picture. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician does consider that the material is excessive (based on their clinical experience). The physician considers the amount of material observed caused a potential risk for an avc to this patient. Did not ablate. Heparinized normal saline was used as the irrigation fluid. The occlusion / irrigation issue was assessed as non MDR reportable. Occlusion or no irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The material on the tip electrode was assessed as MDR reportable for a thrombus/clot issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).